Manufacturer narrative:
The br4b knee was returned and underwent inspection, functional testing, log review, and walking assessments. No hardware damage, software anomalies, or malfunctions were identified. Device logs showed no errors related to the reported incident. Walking evaluations confirmed normal device performance. Instability was observed only when using the user's intake settings, and stability improved after increasing the yielding resistance. Clicking sound noted during testing was consistent with normal mechanical wear and did not affect performance. Clinical review determined that differences in yielding limiter settings and prosthetic setup could explain the reported instability. The reporting clinician confirmed that the user experienced immediate improvement after adjustment of yielding resistance. Multiple attempts to obtain additional information regarding the fall were unsuccessful. Based on all available evidence, no device malfunction was identified. The root cause for reported instability was prosthetic alignment, or clinical fitting parameters. No further actions are considered warranted at this time.

Event description:
Clinician reported that the user experienced multiple falls while using kneuro microprocessor knee br4b. User reported that br4b was losing resistance and behaving erratically during ambulation following software update. During one of the reported falls, user sustained three fractured ribs requiring medical treatment. Device was returned to the manufacturer for evaluation.